Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) device exhibited loss of capture on the left ventricular (lv) channel which occurred post threshold testing. The patient had pain symptoms. Technical services (ts) discussed and stated that there was no function which increases the output post commanded lv threshold test either auto or manual and therefore the device function would not be causing pain. Ts recommended to have further evaluation performed to find out the cause for pain. Further information confirmed that the pain was not caused by the device. This crt-d system remains in service. No adverse patient effects were reported.